Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges dislocation, tearing of the rotator cuff , elevated cobalt and chromium levels, pain and pseudotumor. After review of medical records for reportability, operative notes reported of clear yellow fluid in the joint , large pseudotumor, corrosion on the trunnion of the femoral components and bone damage. Laboratory results for cobalt was above 7ppb.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter and medical records received. Claim letter alleges pain. After review of medical records for the MDR reportability, it was reported that the patient was revised to address metallosis, elevated cobalt and chromium levels, pain and pseudotumor. Revision notes reported of large pseudotumor and bone damage. MRI examination shows fairly large pseudotumor. Doi: (B)(6) 2007; dor: (B)(6) 2015; right hip. Update: 24 nov 2017: litigation record received. In addition to what was previously alleged. Litigation alleges difficulty walking, and discomfort. This complaint was updated on nov 30, 2017.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pinnacle ppf received. In addition to what was previously alleged, ppf alleged metal wear.